Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported intermittent speaker condition, caused by a cold solder joint on the speaker wire. The rear case assembly (including the failed solder joint) was replaced.

Event description:
It was reported that a spectrum pump had a speaker that did not always work. It was also reported that there was no pt involvement.